Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) for cardiac arrest, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another set of electrode pads and the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device history log shows that the device was giving a reading through the pads view until it was changed from the pad view to lead view by the user. The log shows that the lead view was not switch back to pads view. The electrode pads were not returned as part of this investigation. The investigation is being closed as no fault found. Analysis of reports of this type has not identified an increase in trend.